Manufacturer narrative:
Results of investigation: the ventilator was tested with a known good ac adapter connected and attempted to power on. The ventilator would not power on and a clicking alarm was audible. Bench testing revealed a malfunctioning main board was creating the power on issue due to damaged pins on the main board-memory board connector.

Event description:
It was reported to vyaire medical that the ventilator shut down while in use on a patient and it cannot be silenced. The customer stated that they had to remove the internal battery. There was no patient harm associated with this reported event.